Event description:
Customer called stating that their meter was reading low. A visiting nurse called the paramedics because they were not feeling well. They found that the customer had a blood sugar of 500+ mg/dl. They were taken to the hosp and remained in ICU for 7 days. After returning home, an evaluation of the meter was conducted over the phone and revealed that the meter was reporting readings in mmol instead of mg/dl. Customer instructed on how to change the units.